Event description:
The following information was received from global pharmacovigilance (gpv) and is a report from a field co-ordinator in (B)(6) of peritonitis in a patient coincident with 1.5% dianeal pd-2 ultrabag therapy. On (B)(6) 2012, the patient was diagnosed with peritonitis. The patient was on antibiotics and the event outcome was unknown. No further information was available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint is not confirmed. The assignable cause is undetermined.